Event description:
The device was used during an unspecified procedure. Reportedly, the needle broke and the instrument jammed. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.